Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.